Manufacturer narrative:
Additional information: manufacture date provided in approppriate field

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the detector was unable to initialize the 40cm movement in the field of view, resulting in the collimator not being detected. It was reported that the mfov detector assembly and rotor motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system displayed a collimator initialization error when starting the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pos assembly and rotor control box were returned to the manufacturer for evaluation. No fault was found in the returned parts. The returned parts passed visual inspection, performance and functional testing.